Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 51, 336, 424, 253 mg/dl. Tests were done within 10 minutes with a difference of 68%. Patient did not experience any adverse events. Customer is using expired control solution and has been cleaning the meter incorrectly. No further information has been reported.